Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered end of life (eol) with a monitoring voltage of 2.55 volts and charge time measurements of 34.687 seconds. The device did not declare elective replacement indicator (eri).

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.